Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported the copilot was unable to connect correctly to the stopcock. The stopcock was exchanged however the copilot still could no connect. This occurred with seven copilots. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
D9, h3 - device returning status updated from yes to no. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the device being connected was compromised thus resulting in the reported loose/intermittent connection; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.